Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and having difficulty communicating with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately january of 2025 from date manufacturer was made aware.